Event description:
This spontaneous case was reported by a rheumatologist and describes the occurrence of medical device removal ("medical device removal") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and rheumatoid arthritis (seriousness criterion medically significant) with arthropathy. The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the rheumatoid arthritis had resolved. The reporter provided no causality assessment for medical device removal and rheumatoid arthritis with essure. The reporter commented: a clinical image showed that the rheumatoid arthritis completely disappeared after removal of essure. The solution came from the patient herself. Patient had no joints symptoms anymore at all after complete removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 754 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 754 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.